Event description:
It was reported there was a reading of low, out-of-range impedance values inter-operative. There was low impedance on the left side and some high impedance on the right side. The left side readings were as follows: 2-3 at 33 ohms; c-0 at 1725 ohms; c-1 at 1558 ohms; c-2 at 768 ohms; and c-3 at 768 ohms. The right side readings were as follows: c-8 at >15,000 ohms; c-9 at 4772 ohms; c-10 at 6775 ohms; and c-11 at 8438 ohms. It was noted that impedances were good before the (lead) revision. Subsequent information received indicated a short on contacts 2 and 3. The distal end of the lead looked slightly damaged. The physician reconnected the battery and extensions a couple of times, but the short was not resolved. The physician decided to continue with the implant. The original settings for the patient's device utilized 3+2- following the case. The device was programmed case +2- since sticking to the original setting could drain the battery quicker. The patient seemed to be getting therapy with this setting. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v015727, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v014617, implanted: (B)(6) 2007, product type lead. (B)(4).